Manufacturer narrative:
(B)(4). Approximate age of device ¿ 16 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a review of the pump history showed recorded episodes of the pump being off. System controller log files were submitted and reviewed by the manufacturer's technical services representative. The data showed momentary pump stop events that appeared to be caused by a high current event. It was reported that there were no clinical symptoms that would have contributed to this event and that the event cause was unknown. The system controller was replaced. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Device evaluation: (B)(4). A full evaluation of the device could not be conducted as the device remains in use. The reported pump stops and power elevations were confirmed per the evaluation of the log file extracted from the returned system controller and the submitted log file. However, the root cause of the pump stops and power elevations could not be conclusively determined. (B)(4). The reported incident of a pump stops was confirmed with the evaluation of the returned system controller, serial number (B)(4). Between 09/03/2015 and 09/04/2015 there were several intermittent low speed advisory alarms and pump stops. The duration of each system stop was approximately 2-4 seconds, during these events power was elevated. The power was observed ranging from 5.8 watts to 18.8 watts prior to each pump stop. The system controller was tested with laboratory equipment and pump stops were not able to be reproduced. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.